Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed stuck button. The customer¿s blood glucose was 400 mg/dl at the time of incident. Customer stated that the insulin pump alarmed stuck button and unable to clear the alarm. Stuck button troubleshooting was performed and confirmed that the insulin pump button was not pressed down for 3 minutes or longer and it was exposed to a change in altitude. Customer stated that battery change did not resolve the stuck button alarm. Customer also reported to have experienced a high blood glucose of 400 mg/dl and no high blood glucose troubleshooting was performed due to stuck button alarm. Advised customer to go to the ER for a back up plan. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Findings: unit received with unresponsive buttons due to corroded keypad traces. Unable to perform displacement test, download or functional test due to unresponsive buttons. Unit also received with missing display window cover, minor scratched lcd window and cracked retainer.